Event description:
It was reported when the device was used during a gastric bypass procedure, the tissue retaining pin advanced past the anvil hole. Subsequently, the pin nicked the patient's liver. The patient lost 400 cc of blood. No blood products were required. The bleeding was controlled using cautery. Another device was used to complete the case. The staple line was complete and intact. There was no additional patient consequence.